Event description:
It was reported that it was not possible to upgraded the subject programmer.

Event description:
It was reported that it was not possible to upgrade the subject programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Preliminary analysis suspects that the reported issue is related to an incorrect bios configuration.

Event description:
It was reported that it was not possible to upgrade the subject programmer.